Event description:
It was reported via a (B)(4) transmission that the patient experienced non-sustained lead noise due to intermittent undersensing on the near-field channel which also resulted in competitive pacing. Inappropriate atrial tachycardia detection was also observed due to far-field r-wave oversensing on the atrial lead. The device was reprogrammed successfully and patient was doing well.

Manufacturer narrative:
Analysis was normal. No anomalies were found.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
New information received indicated that the device was explanted and returned.